Event description:
Harmonic scalpel failed during case. It was no longer able to cauterize. Both handpiece and cord removed from field, new setup and new generator used without issue.what was the original intended procedure?sigmoid stricture.device #1is this a laboratory device or laboratory test?no.